Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Both side frames were returned for evaluation, and subsequent testing verified the complaint. The weld was broken at the bottom rear. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The frame cracked on both the right and left sides at the rear step tubes.